Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damge occurred. The 50% restenosed, moderately tortuous and severely calcified left anterior descending artery (lad) was predilated with a 2.5x20mm maverick balloon. A 3.00x16mm taxus liberte stent was then advanced for treatment of the restenosed lesion with unk stent; however, the device was unable to cross the lesion. The device was removed from the pt and it was noted that the stent struts were lifted. The procedure was completed with another of the same device and the lesion was postdilated with a 3.5x8mm quantum maverick balloon. No pt complications were reported with the pt's current condition listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).